Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. During the procedure the needle broke from suture. Additional info was requested.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.